Manufacturer narrative:
As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. The date of death provided is an estimate as the exact date is unknown. (B)(4).

Event description:
Additional information was received which indicated that the rv lead was not explanted and the patient is now deceased. The cause of death is unknown and no further details are available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the patient had presented to the hospital due to a lead integrity alert. The right ventricular (rv) lead exhibited sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes with high frequency. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.